Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # 414d38. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired with the swing tab in lock position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the reload was received fully fired. This report is not intended to deny that you experienced a problem with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 414d38, and no non-conformances were identified.

Event description:
It was reported that during a robot-assisted proximal gastrectomy, the staples at the root did not apply the entire layer, so the muscle layer and serous membrane were fallen off. The doctor himself fired the device, being careful not to take in too much of the base, he said. No photos or videos were available. The device was used on the gastric body. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.